Event description:
The pt underwent a lap band surgery two years ago. The pt returned to surgery for a malfunction. The port was found to have been disconnected and silicone tubing was missing and could not be located.